Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor ruptured. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 5, 2015 ¿ february 6, 2015. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed broken tubing at the junction of the distal luer. A portion of the broken tubing remained in the solvent-bonded area of the distal luer. No issues were found with the device¿s bladder. The cause of the broken tubing was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.